Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: the display was dim and pink. The battery compartment was cracked below bumper pad. Investigators found a crack in case near upper right corner of display-damage to pump case. There was a leak due to cracked pump case with evidence of moisture corrosion inside all internal pump.